Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one photo and one loose syringe with two empty blister packages were received inside a biohazard bag and confirmed to be from batch #0266419 (p/n 309628). The sample was visually evaluated through the bag. The syringe barrel was observed to have heavy scrapes in multiple areas. They were located just outside the 0.7ml numeral through the bd logo, also above the 0.2ml numeral and on the 0.3ml numeral. Slight missing print was also seen on part of the "0" in the 0.7ml numeral and from the 0.2ml numeral down to the 0.5ml markings. The missing print observed was acceptable per product specification, however the damage observed was rejectable. Potential root cause for the damaged barrel defect is associated with the printing process. No corrective actions are necessary based on the defective rate identified. Batch 0266419 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. "

Event description:
It was reported that a syringe 1ml ll was damaged. The following was reported by the initial reporter: "damaged syringe".